Manufacturer narrative:
Follow-up #1; date of submission: 11/17/2016. The pump has been returned and evaluated by product analysis on 10/25/2016 with the following findings. Investigation revealed a crack in the battery compartment. The returned battery cap threads were worn. The battery cap contacts measured within specifications. However, the battery cap was unable to fit and to maintain the electrical connection; therefore, the reported ¿power¿ complaint was duplicated. When a test cap was used, it was able to fit. The ¿ez-prime¿ steps were performed correctly and no further power interruptions occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.